Manufacturer narrative:
E.1. Address exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global hub was cracked and blood leaked. The following information was provided by the initial reporter: this is a complaint about the catheter hub was cracked and blood leaked from the catheter hub when used.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your report of leakage was confirmed and the cause was determined to be manufacturing related. One 24ga insyte autoguard unit was provided for investigation. A functional test revealed a leak from the yellow catheter adapter. A breach was identified in the adapter, which appeared to be the result of a molding defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.